Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the tower door failing constantly. A field service engineer disconnected and reseated connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system tower door failing intermittently, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.